Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Serial number information was not identified for lot history review. Unable to conclude whether a device malfunction is involved in this event based on the information provided.

Event description:
On (B)(6) 2006, patient was implanted with perigee graft. Patient states she has pain, erosion of internal bodily tissue, and other unspecified injuries. No further information was provided. Lot/serial number not provided.